Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.2 results on two cobas c513 analyzer commercial systems. For patient ID (B)(6), the initial hba1c hold r. P 11.15.2022 result on the first analyzer was 11.1%. The repeat result on the second instrument was 10%. For patient ID (B)(6), the initial hba1c result on the first analyzer was 6.4%. The repeat result on the second instrument was 5.8%. For patient ID (B)(6), the initial hba1c result on the first analyzer was 6.6%. The repeat result on the second instrument was 6.0%. For patient ID (B)(6), the initial hba1c result on the first analyzer was 6.9%. The repeat result on the second instrument was 6.3%. For patient ID (B)(6), the initial hba1c result on the first analyzer was 7.0%. The repeat result on the second instrument was 6.2%. For patient ID (B)(6), the initial hba1c result on the first analyzer was 7.4%. The repeat result on the second instrument was 6.7%. For patient ID (B)(6), the initial hba1c result on the first analyzer was 7.9%. The repeat result on the second instrument was 7.2%. The initial results were reported outside of the laboratory. It is unknown which results were deemed correct. The reagent lot was 59191001 and the expiration date is 31-mar-2023.

Manufacturer narrative:
The alarm trace was inconspicuous. The qc trace showed some degree of fluctuation in results. The calibration trace showed some calibration failures. The investigation determined that because there was no change in reagent or calibrator lots, lot-to-lot differences could not cause the discrepant results. Based on the available data, a general reagent issue could be excluded. A field service engineer made a technical visit and performed operational training for the customer. No further issues were reported after the service visit.